Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in a laparoscopic robotic procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a holmium lumenis laser console with laser settings of 16 watts, 1290 millijoules and 40 hertz. According to the complainant, during the procedure, the laser fiber was turned on and nothing happened. The laser operator noticed that the fiber wire broke and noticed a burning smell. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber break. Problem code 2532 captures the reportable event of misfire. Block h10: investigation results the reported flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in three pieces. The first piece measured approximately 150.2 cm from the break to the tip. The second piece measured approximately 77.2 cm from the break to the break. The third piece measured approximately 89.5 cm from the top of the connector to the break. The overall length of the returned fiber was approximately 316 cm, therefore it was likely that the entirety of the fiber was returned. Visual examination revealed that the exposed glass fiber tip measured approximately 1.5 mm and the tip appeared to be fractured. Visual observation also revealed that the first piece had a bend. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the fiber is broken. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The fiber was also fractured within the sma connector. It is likely that the handling of the device during setup caused damage to the fiber within sma connector. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 21, 2020 that a flexiva 200 laser fiber was used in a laparoscopic robotic procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a holmium lumenis laser console with laser settings of 16 watts, 1290 millijoules and 40 hertz. According to the complainant, during the procedure, the laser fiber was turned on and nothing happened. The laser operator noticed that the fiber wire broke and noticed a burning smell. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.